Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) reported that the customer was unaware that it was the doppler speaker that was on the iabp cutting in and out. There was no malfunction from the iabp. The customer canceled the order and repaired the doppler in house. The iabp was cleared for clinical use. (B)(6).

Event description:
It was reported that the speaker of the cs300 intra-aortic balloon pump (iabp) is cutting out. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.